Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) analysis revealed no corrosion. It also revealed minor damage to the parylene coating on an electrode within a contact pad. However, the insulation does not appear to be breached. This is not believed to be related to the return reason. This analysis did not reveal any anomalies at the feedthru conductive epoxy connections. The device passed the mechanical test performed. The reported complaint could not be verified during this analysis, which was limited in some respects due to the electrode being severed prior to receipt. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues and no lock. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.